Event description:
It was reported that the customer's insulin pump was not beeping. The customer's blood glucose was 115 mg/dl. A self-test was performed and passed and the insulin pump did vibrate. However, the customer stated the insulin pump did not beep at all during the self-test and it was not set to vibrate. Customer also stated that reservoirs were not fitting inside of the insulin pump. Nothing further reported.

Manufacturer narrative:
No audible tone or beep occurred, due to a broken transducer wire. No cosmetic damage was noted on the insulin pump. The vibrator was working properly.